Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited lec 1870. No patient involvement.

Manufacturer narrative:
Other, other text: yes, customer's reported problem was confirmed. Pump was found to be displaying "1870" error code message on power up when batteries are inserted. The root caused of the issue is unknown.